Event description:
A user facility reported to olympus that the lamp "went out prematurely." There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
To resolve the problem, the reporter replaced the lamp. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the lamp issue could not be determined. Olympus will continue to monitor field performance for this device.